Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had their pump replaced towards the end of last year due to normal battery depletion and they get 4 boluses a day, but it takes 'an act of congress' to get the bolus to work. Prior to the replacement, the patient had the older style ptm (personal therapy manager). When the agent inquired further, the patient stated, 'it just takes for frickin¿ ever (to connect) - I could spend 20 minutes.' The patient later inquired if holding both the communicator and the handset over the pump was correct because that's what they had been doing. The patient then stated that sometimes it takes so long that 'I say f it, I'm not going to do the boost (bolus),' and then they stop using the equipment. The agent reviewed and the patient stated their issues must be user error then. During the call, the patient mentioned connecting to the pump depended on where they were. The patient stated in public, when they are trying to connect to their pump, people ask them if they're ok, and they tell people that they are ok, they are just giving themselves an insulin shot because they do not want to say they have a pain pump. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 11.71 mb. Afterwards, the patient stated that they did not need a bolus and did not want to connect to the pump.